Event description:
Customer reported that, during a fiberoptic endoscopy, a piece of the sensor was found in the pt's bronchus. There was no reported pt injury. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Manufacturer narrative:
The customer is unable to provide the device serial number.